Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully reset it, and was advised to continue using the pump with instructions to call back if the malfunction code recurred.